Event description:
It was reported that the power supply was unstable, intermittently turning on and off during operation. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged sensor cable connector was found. The customer's problem was replicated. The sensor cable connector was replaced to fix the issue.